Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The severely tortuous and severely calcified lesion was located in the distal right coronary artery. On the first inflation the 2.0x12mm quantum maverick monorail balloon was inflated to twenty atmospheres. On the second inflation the balloon was inflated to twenty atmospheres and ruptured. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method, result, conclusion: updated microscopic inspection identified a balloon pinhole. Contrast was present in the distal outer. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The severely tortuous and severely calcified lesion was located in the distal right coronary artery. On the first inflation the 2.0x12mm quantum maverick monorail balloon was inflated to twenty atmospheres. On the second inflation the balloon was inflated to twenty atmospheres and ruptured. The procedure was completed with a different device. The patient status is listed as good with no complications reported.